Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced on the same day due to a defective set screw. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead dislodgement was also observed.